Manufacturer narrative:
(B)(4). Corrections: date of event, date of implant. Since it could not be confirmed which of the three clips experienced the single leaflet device attachment; the lot history record review is provided for all three clips. The results are as follows: cds0501, lots 80424u292 and 80424u291, date of manufacture: 24-apr-2018. Expiration date: 24-apr-2019. Cds0501, lot 80403u141, date of manufacture: 04-apr-2018, expiration date: 04-apr-2019. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue for any of the three lots. A definitive cause for reported slda (single leaflet device attachment) could not be determined. It is possible that patient leaflet pathology/morphology in conjunction with procedural circumstances might have influenced the slda; however, this cannot be confirmed. The reported adverse event of worsening mr (mitral regurgitation) was a result of the slda and is listed in the mitraclip instructions for use a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: the mitraclip procedure took place on (B)(6) 2018. Pre-procedure the patient had grade 3-4 degenerative mitral regurgitation (mr). Three mitraclips were implanted reducing mr to grade 1. On (B)(6) 2018 an echocardiogram found recurrent mr grade 4 and a confirmed single leaflet device attachment on one of the three mitraclips. Two of the mitraclips were stable on both leaflets. One mitraclip is only attached to the anterior leaflet. The doctor is still discussing the treatment for the patient, but the patient is not requiring an urgent intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated event date; estimated implant date.

Event description:
This is filed to report the recurrent mitral regurgitation (mr) and possible single leaflet attachment. It was reported that some time after the mitraclip procedure, the patient had recurrent mr. The patient did not have symptoms; therefore, no treatment has been given. The echocardiogram is pending review to rule out a possible single leaflet device attachment. No additional information was provided.